Manufacturer narrative:
A3, a4: patient gender and weight not provided. B3: the event date was estimated. D6a: date of implant was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the international normalized ratio (inr) goal was 1.8-2.2 due to gastrointestinal (gi) bleeding events and being off aspirin.

Event description:
It was reported that the gastrointestinal (gi) bleed was first identified on (B)(6) 2017. The patient experienced symptoms of anemia and change in stool color. The bleed was confirmed via colonoscopy. The patient underwent cautery of the arteriovenous malformations (avms) in the jejunum and had an endoclip placed via colonoscopy. The device had operated as expected.

Manufacturer narrative:
Corrected data: section d4: model number corrected section g4: PMA/510(k) # corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.